Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a step during testing. The device's active exhalation control module was replaced to address the issues.